Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 330cc mentor smooth round high profile prosthesis (left) and an unspecified mentor smooth saline breast implant (right) and experienced bilateral breast pain postoperatively. The patient initially requested smaller breast implants. However, the patient¿s surgeon and husband agreed on larger size implants. Since the implantation date, the patient has been suffering breast and back pain due to the weight of the implants. As a result, the patient is planning to undergo removal and replacement with smaller breast implants. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2003 based on available information. This report is for the right-sided prosthesis.